Event description:
The universal wash reagent line on the analyzer was crimped which could cause falsely high troponin I results to occur. Elevated troponin I results of this magnitude might initiate a cardiac catheterization. There was no report of pt harm as a result of this occurrence.

Event description:
The analyzer produced multiple condition codes c0nsistent with a malfunction which could cause falsely high troponin I results to occur. Elevated troponin I results of this magnitude might initiate a cardiac catheterization. There was no report of pt harm as a result of this occurrence.